Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 83 mg/dl. The customer stated that they got an alarm on the pump and sensor was turned off after swimming. The customer stated that they had critical pump error on the insulin pump. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to download and unit received with constant open book alarm due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.